Event description:
It was reported that the insulin pump had a crack, and the customer did not know how the damage occurred. The blood glucose reading was 97 mg/dl. The customer stated that the crack was on the top right corner on the outside of the screen and on the inside of the plastic. She also noted a crack running diagonally on the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, window display and battery tube threads. A minor scratched display window was also observed.